Event description:
It was reported that the EKG strip of this device had ventricular tachycardia (vt) rate of 108 beats with fast rate 210 beats per minute (bpm). The pacing spikes at a rate of 50 bpm as programmed. The device check was fine, and sensing was fine. The field representative anticipated that this is an EKG anomaly. Furthermore, the device was explanted and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not pass the "battery usage" portion of the test for a high current drain condition. The device passed all other automated returned products testing confirming proper operation of the pacing and sensing functions of the device. This failure mode of high v230 supply current is consistent with leakage on the v220 supply capacitors c52 and c5. It is concluded that the premature depletion of the device was a result of leaky c5 and c52 capacitors, the v220 supply capacitors.